Manufacturer narrative:
Other, other text: one smiths medical legacy pump was returned for analysis. During analysis, the customer's reported problem was confirmed. Pump was found to be displaying "air in line detect" alarm message during the investigation. Service recommended an air detector to be replaced to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that the smiths medical legacy pump exhibited air in line". No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found a non-OEM battery identified, cracked right plunger case and battery door. Functional testing found blank screen with constant alarm at power up. Used test top case to download v1.6.4 software to the pump base, then reconnected customer's top case and uploaded software from base to head of the pump which fixed the reported problem. The root cause of the reported issue was found to be user interface - incomplete update process by customer. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).